Event description:
Pain [pain]. Swelling [swelling]. Redness [erythema]. Case description: spontaneous report was received on (B)(6) 2013 from a physician assistant via sales representative regarding a (B)(6) male patient, initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection once, (route and dosage regimen not provided) in an unspecified location. On an unspecified date, the patient developed pain, swelling and redness and was treated with a medrol (methylprednisolone) dosepak. It was reported that after 24 hours of treatment the patient was doing better. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc one and all the events was not provided by the reporting physician assistant.

Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation results were received on (B)(4) 2013. The production and quality control documentation for lot number v1201a, expiry date 2015-07 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.